Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) 345mg/dl with tiredness, nausea, headache, drowsiness/difficulty waking up/confusion. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the bolus settings were incorrectly programmed. The patient was overrode dosage recommended by bolus calculator. There was an incorrect manual calculation of dosage. The basal delivery totals in total daily dose match active basal program total. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. No defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.